Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the onetouch ultra meter was prompting an error 4 message. This complaint was classified based on the customer care advocate (cca) documentation. The medical affairs specialist spoke to the pt a week later. The pt reported the meter was prompting and error 4 message; so, she was unable to use the meter. Approx one day after the reported issue (on the original date), the pt reported feeling tired with no energy. She attempted to test with a new vial of test strips, but was unable. The pt denied receiving medical attention; however, she did eat based on the symptoms. Her symptoms improved with 15 mins after eating. The issue was not resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, as the issue was not resolved. The pt was unable to test prior to the symptoms and she required self-treatment for hypoglycemia. Her symptoms improved after treatment.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.